Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported experiencing symptoms of tremor and sweating due to not having the correct strips available. Customer reported loss of consciousness. She reported self-treating with orange juice. There is no report of third party medical intervention, death or mistreatment associated with this event.